Event description:
Medtronic (B)(6) manager plugged in an aquamantys generator to an outlet at a hospital. Upon plugging the generator into the outlet the outlet sparked and the account manager was electrically shocked. The account manager described a feeling of numbness and tingling after the event and was sent to the hospital emergency room for evaluation and was released a few hours later after his resting heart rate reached a normal level. The account managers arm remained numb for about 24 hours before resolving itself. The account manager also noted that after the shock was sustained that an operating room staff member stated that the outlet he plugged the generator into was a bad outlet and should not have been used. The outlet was replaced the same day the incident occurred.

Manufacturer narrative:
This MDR was identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.